Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional/functional inspection found lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Device code: 2682 patient-device incompatibility. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on 17 feb 2019. On (B)(6) 2019 the lens was exchanged with a different diopter lens due to refractive surprise. This exchange resolved the problem. In the reporters opinion the cause of this event was due to patient related factor.